Event description:
It was reported to hamilton medical ag, that: on april 28th, 2026 the hospital staff assembled the breathing circuit set (pn 260128 / ln unknown) with a hamilton-t1 (sn (B)(6), performed a pre-use check, and began using it on a patient. However, an "expiratory obstruction" alarm occurred and could not be resolved, so the entire ventilator was replaced. Patient involvement with medical intervention (replacement of the entire ventilator) was reported. However, no patient, user or third party harm was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).